Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were made. The patient had no issues during the programming changes.